Event description:
Received info stating patient has been hospitalized twice for dka. Event dates have not been reported.

Manufacturer narrative:
Tandem user guide indicates t: slim is for individuals 12 years of age and greater. No product has been returned for eval. Should new info become available a follow MDR will be submitted.